Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient came to the hospital due to feeling dizzy and after experiencing a fall. The patient also was experiencing severe pocket stimulation and symptoms of anxiety due to this issue. Upon interrogation it was noted that the right ventricular (rv) lead had switched to unipolar pacing at maximum outputs due to the pacemaker entering safety mode. The pocket stimulation was due to the rv lead being in unipolar configuration. There was also rv loss of capture (loc) due to unprogrammable thresholds in safety mode and the patient is pacemaker dependent. Subsequently an emergent replacement procedure occurred. The pacemaker was explanted and successfully replaced. The physician requested that safety mode parameters be programmable, as to date that is not an applicable option for that mode. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient came to the hospital due to feeling dizzy and after experiencing a fall. The patient also was experiencing severe pocket stimulation and symptoms of anxiety due to this issue. Upon interrogation it was noted that the right ventricular (rv) lead had switched to unipolar pacing at maximum outputs due to the pacemaker entering safety mode. The pocket stimulation was due to the rv lead being in unipolar configuration. There was also rv loss of capture (loc) due to unprogrammable thresholds in safety mode and the patient is pacemaker dependent. Subsequently an emergent replacement procedure occurred. The pacemaker was explanted and successfully replaced. The physician requested that safety mode parameters be programmable, as to date that is not an applicable option for that mode. No additional adverse effects were reported.